Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that two follow-up x-ray photos, dated (B)(6) 2023, were provided which demonstrate radiolucency under the medial and anterior tibial baseplate. There may be some radiolucency around the femoral component as well but cannot confirm. A photo of the explanted baseplate was provided which does have some bone still attached but does not confirm a root cause. The instructions for use for knee systems lists possible adverse events: intra-operatively, failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Without supporting clinical documentation or the pre and post implantation radiographs, we are unable to conclude whether the component loosening was a result from a failure to achieve adequate fixation in the primary surgery or if an external event led to the disassociation of the insert from the baseplate. Consequently, the definitive clinical factors to the insert loosening could not be concluded and none of the events leading up to the loosening were reported that may be related. Since it has been reported, the current health of the patient is unknown, the impact to the patient beyond the reported loosening, the subsequent revision, and the post-operative convalescent period cannot be confirmed nor concluded. Furthermore, it cannot be concluded there was a mal performance of the implant or an implant failure. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2022, one (1) porous tibia bseplate w/jrny lock sz5 rt was loose. This adverse event was solved by a revision surgery on (B)(6) 2024, in which the implants were removed and replaced with cemented revision knee implants. It is unknown the current health status of patient.